Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the product information and marker faded. Additionally, the device tip was found with a foreign matter attached to it. No other anomalies were noted. Fading condition was identified as end of life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the 5.5/6.5 healix advance aw would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the fading condition is traced to end of life and the potential cause for the foreign matter identified can be traced to improper maintenance or cleaning. As per instructions for use (IFU), the following preparation need to be followed for the cleaning process: 1) clean instruments as soon as possible after use. If cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil; 2) avoid prolonged exposure to saline to minimize the chance of corrosion; 3) remove excessive soil with a disposable wipe; 4) use a neutral ph detergent. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that laser line on the 5.5/6.5 healix advance aw device was faded. It was reported that the surgeon was able to implant the anchor without any issue. There were no delays to the surgical procedure. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.